Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a ar40e 18.0 diopter intraocular lens (iol) was removed from the patient''s operative eye for unknown reasons and a vitrectomy was required. There was no incision enlargement or sutures used. The patient left aphakic. The patient returned on (B)(6) 2017 and a non-amo lens was implanted. Reportedly, there was no patient injury and the patient''s status post exchange status is unknown. No additional information was provided.

Manufacturer narrative:
Corrected data: section h6 conclusion code 92 was provided in the initial MDR however it was known the device was discarded by the surgery center. Therefore conclusion code 70 should have been entered. Device evaluation: the product was not returned to the manufacturing site as it was discarded. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search of the complaint database was performed and revealed no additional investigations have been requested for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section g7: the supplemental emdr that was submitted on (B)(6) 2018 was submitted as follow up #2 however this was incorrect as it was the first follow up report and should have been numbered as #1. Please note that this follow up report is numbered as #3 in section g7 however it is actually follow up report #2. All pertinent information available to abbott medical optics has been submitted.